Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/12/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch provided is not valid; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: additional information was received indicated "there were 6 sutures that was pulling out form the needle." Please confirm, there were 4 procedures with a total of 6 sutures that pulled off the needle. Please verify lot involved as lot ulbdlf0 is invalid. Additional information was requested, the following was obtained: were there any adverse consequences associated with the patient? How many devices demonstrated the alleged deficiency in each case? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: no, there are no adverse consequences to the patient. There were 6 sutures that was pulling out form the needle. Answers from (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event is not valid, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the sutures are consistently pulling out from the needles, which poses a risk to procedural efficiency and patient safety. This problem has led to unnecessary use of additional sutures which increasing both time and cost. We suspect there may be a quality problem with the needle-suture attachment. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, d4, h4 h3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with thirty-six representative unopened samples and one open box with ten representative unopened samples were received for analysis. Product code vcp353h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Corrected data: d1, d4 lot and product code updated. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information received: yes 4 procedures with a total of 6 sutures. The samples were sent off a while ago for testing so I¿m not able to check the lot number.